Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as diagnosis, the patient began treatment for the peritonitis with cefepime, 1 milligram and gentamicin, 60 milligrams (both daily, intraperitoneally). One week later, therapy with gentamicin was completed and at that time, therapy with cefepime was still ongoing. The patient was treated as an outpatient and not hospitalized for the event. At the time of this report, the peritonitis was resolving, the patient was recovering, dianeal/extraneal therapies were ongoing, and the patient was reportedly, feeling much better. No additional information is available.